Event description:
It was reported that the pump battery gauge was fluctuating. The customer's blood glucose (bg) level ranged from 250 mg/dl to "high" on the continuous glucose monitor. Cause for elevated bg was unknown. Customer administered a manual injection to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.